Event description:
Received uf/importer report # (B)(4). It was reported that while in use the ventilator had a blower stalled alarm displayed on the screen. The patient was removed from the ventilator and immediately placed on optiflow at 100% and 60 lpm, then placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 07/12/2022, 08/10/2022, 08/18/2022 and 08/23/2022, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.